Manufacturer narrative:
It was reported that the compressor alarmed for high pressure and stopped delivering air gas to the connected ventilator. The ventilator switched to 100% o2 delivery and alarmed for high o2 concentration. The problem was corrected by a guided telephone communication with the hospital maintenance engineer, the issue was resolved after the compressor printed circuit board was replaced. The part was not returned back for technical investigation. The compressor mini printed circuit board has two pressure sensors, ps1 and ps2. The ps1 measure the pressure from the compressor, which is delivered to ventilator. Ps2 is used for detecting if wall gas is connected to the compressor, if the detected pressure is high enough, the compressor motor will turn off (standby mode) and the standby valve will re-route the wall gas to the ventilator. If no wall gas is connected, or if the wall gas is detected to be too low, the compressor motor will turn on, and deliver compressed air gas to the connected ventilator. The issue in this case was that a false high pressure was detected, and the compressor went to standby mode. The root cause was found to be that the circuit board exhibited poor immunity against disturbances such as emi and rfi rectification. A new circuit board has been designed to reduce these disturbances and the implementation was completed on 30th of may 2016. All spare parts and new products leaving the factory will be equipped with the new circuit board. The involved compressor mini was manufactured before the improvement was implemented. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
A report was received from nmpa through the adr online system stating that the compressors alarmed for high pressure and it stopped delivering air to the ventilator to which it was connected. The ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).